Manufacturer narrative:
The device was returned and analyzed. The device memory demonstrated a normal device function while the device was implanted and in service. The bench test of the ICD revealed that all therapy functions were available. The archive data and the programmed parameters were inspected. High left ventricular pacing thresholds, up to 1.8 v and 1.5 ms, were documented in the archive data. Therefore it is reasonable to assume that the pacing outputs were programmed accordingly, which is confirmed by the last programmed left ventricular pacing output of 2.5 v and 1.5 ms. This represents a high current program, which results in a faster battery discharge. In conclusion the device was fully functional, there was no indication of a device malfunction. Analysis of the device revealed normal battery depletion.

Event description:
Device explanted due to eri. No adverse patient events reported. Should additional information become available, it will be added to this file.